Event description:
It was reported that during a cryoplasty procedure withdrawal difficulties occured. The 70% stenotic lesion was located in the moderately calcified and non-tortuous distal right superficial femoral artery. The physician encountered difficulty placing the .035 - 5/100/120 polarcath balloon catheter over the .035 non-bsc guidewire and then encountered difficulty tracking the catheter over the wire during advancement to the lesion. The balloon was inflated without difficulty and two treatment cycles were successfully completed. The balloon deflated without any issues and the device was removed intact. However, it took excessive force to remove the device from the pt and the shaft was bent upon removable. Pt status is reported as "fine".